Event description:
Baxter reported, "the tube of the mini transfer set is not attached well" there was no pt injury or medical intervention indicated at the initial report.

Event description:
During the eval it was discovered that the female adapter had become disconnected from the mainbody. There is no pt injury or medical intervention associated with this incident.